Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer successfully loaded a new cartridge and the cartridge alarm did not reoccur. Additionally, the customer received an occlusion alarm. The cartridge and infusion set were changed resolving the occlusion alarm. The customer's blood glucose level was not impacted during these events. Due to the issues not occurring when tandem technical support was contacted, no troubleshooting was performed.